Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b+l for evaluation and subjected to visual examination. The lens surface was coated with viscoelastic, however, there were no physicial defects. The lens was also subjected to dimensional analysis, which revealed the device was within dimensional specifications. (B) (4).

Event description:
The physician reports having difficulty delivering the crystalens using a lens injector system. There was no obvious lens damage noted, but the surgeon was concerned that the optic may have been damaged. Intervention was performed in order to enlarge the incision and remove/replace the lens. A second crystalens was implanted successfully and the patient's prognosis is excellent.